Event description:
An advia centaur sample barcode reader incorrectly read a sample barcode. The correct number was (B)(4). The system read it as (B)(4). Since no request was found on the laboratory information system for the incorrect sample ID, that sample was not run. No incorrect test was performed. No incorrect result was reported.

Manufacturer narrative:
A siemens field service engineer (fse) visited the site and took sample barcodes for further investigation. Siemens is currently investigating this issue.

Manufacturer narrative:
Siemens filed the initial MDR on april 18, 2012. Update: 8/24/2012: siemens has investigated this issue and found that the misreads were due to customer-produced labels that were poorly printed or applied. The instrument is performing within specifications. No further evaluation of the device is required.